Manufacturer narrative:
(B)(6). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced issue of infusion set needle break on (B)(6) 2024. Patient had difficulty in inserting the infusion set. The set was in use for les than 1 day. The insertion site was abdomen. The fracture occured during the timeof insertion and the needle was also hard to remove. The blood glucose level was 15mmol/l. No further information available.